Event description:
A manufacturer representative reported the devices were removed due to infection. Drug used: morphine. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.